Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "visibility/palpability" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; "hardening of the breast"; rupture.

Event description:
Patient reported via breast implant follow-up study (bifs) right side "painfully hard and looks abnormal due to capsular contracture" baker grade iii/IV and ¿hardening of the breast¿. Healthcare professional later reported "possible" right side rupture. Device remains implanted.